Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that on (B)(6) 2013, patient's blood glucose (bg) went up to 400mg/dl. He changed tubing and site and continued to check bgs which were not responding to bolusing; had ketones and symptoms of nausea and vomiting. Reporter called health care professional (hcp) and was told to change insulin bottle, give manual injections. On (B)(6) 2013, the, pump was registering insulin in cartridge, but when removed cartridge from pump it was empty. Reporter denies leaking anywhere in cartridge, compartment, or at site. Customer support (cs) explained to reporter that the pump does not know if there is air in a cartridge without insulin, advised reporter to call back with patient and pump at hand to troubleshoot. This complaint is being reported because the alleged issue was not resolved and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.